Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 22 mg/dl. The caller stated that the customer has been experiencing low blood glucose levels for the past year, and has been using a continous glucose monitoring system, but that has not seemed to work. The caller did not have time to provide additional information or troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.